Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. The consumer did not provide the surgeon's contact info despite f/u attempts by phone on 9/12/2011, 9/15/2011, and 9/16/2011. Therefore, the surgeon could not be contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, her vision is worse. The consumer did not provide the surgeon's contact info despite f/u to obtain this info. Therefore, the surgeon could not be contacted. There are two medical device reports associated with this event. This report is for the first eye.